Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right atrial (ra) lead had a history of unstable impedance going back several years. The readings ranged from low to high. During a device changeout analyzer testing showed similar patterns. The physician elected to keep the lead in use and reprogrammed it in order to maintain atrioventricular synchrony. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.